Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received during a bolus. The customer's blood glucose reading was 336 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing and did not alarm no delivery. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the pump is working as designed.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty lcd driver board. However, the insulin pump passed self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.